Event description:
Daughter stated patient was prescribed an anti-seizure medication that results in patient feeling light headed and dizzy. Patient started taking the anti-seizure medication the same time she started v-go use. Daughter stated that during two of the times the patient was experiencing those symptoms the patient knocked off her v-go on (B)(6) 2019, after 1 hour of wear. Daughter stated the v-go was discarded and replaced with new a v-go.